Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the lead would not fit into the header and after several attempts the setscrew would make the appropriate clicking noise, but the lead would just fall out. A second physician attempted to make the lead fit and secure it; he was not successful. A setscrew problem was suspected. Another device was then implanted. No patient complications were reported as a result of this event.